Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database and review of the device history record could not be performed as no lot number were provided.

Event description:
The account alleges that during the procedure, while removing the device from the patient, the tip detached within the sheath. No additional patient consequence to report.